Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The pump had cracked reservoir tube and a scratched display window. There were no cracks noted on reservoir tube window. There was no moisture damage noted on electronic assembly, on motor or in the reservoir compartment. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their infusion set and high blood glucose levels. The customer states their blood glucose level has been in the 400mg/dl. The customer treated the high with bolus. The customer states there is a leak in the rear end of the reservoir. The customer states the leak is past the second o-ring. The customer states there is a crack on the reservoir window. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.